Manufacturer narrative:
B3: event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent low voltage and connect power alarms related to black power cable over the month of november. The alarms occurred at home while on the mobile power unit (mpu) and batteries. The patient went through 8 batteries and 4 battery clips with no resolution. The alarms were reproducible in the clinic on battery, but not on wall power. The patient received new battery clips, system controller with emergency backup battery (ebb), and mpu. Log files were sent for review after system controller exchange. The log files contained older data which showed the emergency backup battery (ebb) was allowed to be drained causing the system controller clock to default to timestamp of (B)(6) 2000. The patient was placed on the system controller with an incorrect timestamp of (B)(6) 2000 at 13:34 and the system controller was operating at the set speed of 5400 revolutions per minute. The system controller's clock was set to a current time stamp on (B)(6) 2025 at 20:58.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (B)(6) was evaluated following the reported event of a clock not set event. A review of the submitted system controller event log file revealed relevant data spanning 01jan2000, 14jan2000, 10nov2025 - 14nov2025 per timestamps. The log file indicated that the clock was not initially set until the reported system controller exchange. This is consistent with the report of the user being issued a new system controller. The clock was set at 11nov2025, 20:58:35. The heartmate 3 system controller (B)(6) was not returned for analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 patient handbook , section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.